Event description:
It was reported that the customer could not exit the preparing to prime loop on the insulin pump. Customer's blood glucose was 99 mg/dl. When instructed to hold down a button until a second series of beeps were heard or numbers were to appear on the display, customer stated neither occurred. Customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.